Manufacturer narrative:
The guide wire can also be deformed during a transition through a joint in which movement of the joint during fixation, or pin deflection crossing the joint space, creates a slight change in direction. This change of direction can hamper smooth passage of the drill bit over the guide pin and can erode the pin, creating a stress riser in the pin that results in breakage.

Event description:
Two 1.1mm kwires broke off during a hand surgery. The doctor mentioned that they broke within the bone. The bone in this area is very hard bone. One broken wire appears to be angled to a point that when the fastener was inserted in pushed against they wire causing the breakage.

Manufacturer narrative:
UDI related data quality updates, product information update, initial reporter updates, & report source update: this follow-up report includes the addition of the brand name, model number, and full UDI, which were missing from the initial report. This report was updated to include corrected 510(k). This report indicates that the report product is for single use. This report specifies that this is not a combination product. Additionally, this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.